Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the jejunum during an enteroscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, the clip would not release from the catheter to deploy. Another resolution clip was used to complete the procedure. No patient complications resulted from this event. The patient's condition following the procedure was reported as being fine.

Manufacturer narrative:
A visual examination of the returned device noted that the clip assembly detached from the bushing, but still attached to the control wire via the tension breaker and the yoke. The clip assembly was able to be deployed, however, the prongs could not be opened. The returned device review showed no evidence of the alleged issue. Therefore, the most probable root cause is not confirmed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the jejunum during an enteroscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however the clip would not release from the catheter to deploy. Another resolution clip was used to complete the procedure. No patient complications resulted from this event. The patient's condition following the procedure was reported as being fine.

Manufacturer narrative:
Reported event of clip failed to release from the catheter. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.